Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the patient's outcome could not conclusively be established through this evaluation. It was reported that the patient's spouse called the vad team, stating the patient had died at home. The device was reportedly functioning as intended. The patient had been seen at iu methodist for transplant evaluation as they were denied at u of l- jewish hospital. The spouse of the patient notified both hospitals of the patient's passing. Per additional information, no further information is available regarding this incident. It was reported that no autopsy was performed, and heartmate 3 lvas, serial number: (B)(6), was not returned for evaluation. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not conclusively be established through this evaluation. It was reported that the patient's spouse called the vad team, stating the patient had died at home. The device was reportedly functioning as intended. Per additional information, no further information is available regarding this incident. It was reported that no autopsy was performed, and heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away at their home. It was said the device was functioning as intended and that no autopsy would be performed and the device would not be explanted. It was later reported that the patient was seen at an outside hospital for transplant evaluation as they were denied at the implanting hospital. The spouse of the patient notified the hospitals of the patient's passing.